Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the amount of suction was insufficient due to the collapse of the forceps channel, the bending angle was insufficient due to the elongation of the angle wire, poor brush insertion was found in the forceps channel, the insertion part serpentine was crushed, the insertion part serpentine was buckled, the coat of the light guide serpentine was peeled off, the curved rubber adhesive was missing, abnormal noise in the angle part was recognized, scratches were noted on the universal cord, scratches were noted on the video cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, an air leak was observed with the visera tracheal intubation videoscope. Upon inspection of the customer¿s returned device, the flexible tube coat was noted to be peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.